Event description:
It was noted during an af procedure that a spline dissociated from the grid panel. When the physician went to retract the advisor hd grid from the patient, some resistance was felt and one spline was dissociated from the grid panel. The advisor hd grid was entrapped with the decapolar catheter (coronary sinus). The advisor hd grid was exchanged with another advisor hd grid and the issue resolved. The procedure was completed and there were no adverse patient consequences.

Manufacturer narrative:
Additional information b5, d9, g3, g6, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The device was returned due to device entanglement. The paddle was found damaged. The damage is consistent with using force to withdraw the product. The product instructions for use warns do not use force to advance or withdraw catheter when resistance is encountered. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged paddle and device entanglement is consistent with not following the instructions for use.

Event description:
It was noted during an af procedure that a spline dissociated from the advisor hd grid panel. When the physician went to retract the advisor hd grid from the patient, some resistance was felt and one spline was dissociated from the catheter panel. The advisor hd grid was entrapped with a decapolar catheter (coronary sinus). The advisor hd grid was exchanged with another advisor hd grid and the issue resolved. The procedure was completed and there were no adverse patient consequences.